Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer¿s nurse reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was unknown. Customer reported that the drive support cap was flush. The troubleshooting was performed for the motor error. Customer was able to complete insulin pump rewind. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back up plan. The insulin pump will be returned for analysis.